Manufacturer narrative:
(B)(6) 2015 10:39 am (gmt-4:00) added by (B)(6) ((B)(4)): further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator stopped delivering breaths. There was no patient harm.(B)(4).

Manufacturer narrative:
(B)(4). According to the received service order, the reported problem was not reproduced during an on-site troubleshooting/investigation, and no parts were replaced. Several pre-use checks tests were performed and had passed without deviation. The ventilator was put back into clinical service. The investigation consists of a received device logs evaluation. The reported date of event was (B)(6) 2015. Event logs showed that the ventilator was shut-down between (B)(6) 2015. The latest ventilation period in the logs was from (B)(6) 2015 which is considered to be the date of event. The field was updated accordingly. The received event logs file starts with on-going ventilation from (B)(6) 2015. The log therefore lacks the set parameters and alarm limits which are logged at the start of ventilation. The event log has limited storage capacity, when new entries are logged, older ones are overwritten. The event log file contained several alarms indicating leakage. Alarms for high peep (positive expiratory end pressure) were generated intermittently. Since the log file was overwritten it cannot be determined if the generated alarms were due to the set alarm limits. Test logs showed that the latest pre-use checks tests were performed around 1 month before the date of event and it had passed without deviation. The root cause for the reported problem cannot be determined.

Event description:
(B)(4).